Event description:
The account alleged the nurse call was not functioning. No patient impact.

Manufacturer narrative:
The technician found the communication cable had a hole in the cable close to where it attaches to the wall exposing the internal wires. The communication cable looked like it had been run over while the bed was in transport. The communication cable was replaced by the technician to resolve the issue.